Manufacturer narrative:
Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. One more lot complaint was found. (B)(4).

Event description:
A facility representative reported an explanted intraocular lens with reason " trouble reading and night driving glare" additional information has been requested.